Event description:
It was reported that the bd luer-lok¿ tip syringe packaging units had poor perforation between them. The following information was provided by the initial reporter, translated from french: "poorly packaged, uncut unit packs... Use of other syringes not affected by the problem, no other consequences".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6.: investigation summary: two photos were provided to our quality team for investigation. Upon examination of the returned photo, the syringe packages are connected to one another about 25% of the way from the peel tab at end of the package. One of the packages is torn across about halfway compromising the seal integrity. Potential root cause for the uncut packages and open seal defects are associated with the packaging process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2340652. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.